Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a calcified and moderately tortuous superficial femoral artery (sfa). The physician advanced the 40mmx 4mm coyote es balloon catheter to the lesion. The balloon was inflated and ruptured at 10atm. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a calcified and moderately tortuous superficial femoral artery (sfa). The physician advanced the 40mmx 4mm coyote es balloon catheter to the lesion. The balloon was inflated and ruptured at 10atm. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed that there was blood in the balloon and inflation lumen. The tip was damaged. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from two pinhole 18mm and 2mm from the proximal end of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).